Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had an infected left total knee. Surgeon drew some fluid from knee, and he felt from the color that he wanted to open up joint and do an I&d along with poly exchange. From looking at the x-ray it was a sigma ps rp knee. Surgeon opened up the patient and then took out rp insert. Found out the size by reading the poly. He washed out the knee, put in a betadine wash, then put in stimulan beads. Lastly put in the same size poly and closed the patient up. Doi: unknown; dor: (B)(6) 2017. Left knee.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.